Event description:
It was reported that the burr was stuck in the lesion. A 1.50mm rotapro burr was selected for use. During procedure, it was noted that the burr stuck in the lesion and cannot move completely. The device was then removed from the patient's body by disconnecting the shaft and used a guide extension to pull it out. The procedure was completed with another of the same device. There was no damage noted on the rotawire that was used together with the burr. No further patient complications were reported.